Event description:
It was reported that testing was carried out which confirmed that the device has malfunctioned. An impact to the implant is suspected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.